Event description:
I had mentor breast implants placed in (B)(6) 2019 and starting having symptoms of breast implant illness in (B)(6) 2020. I have been diagnosed with tachycardia, pots, depression, anxiety, insomnia and edema and have been experiencing brain fog, fatigue and seen multiple specialists, had many diagnostic tests and the only things that are abnormal are tachycardia and elevated c-reactive protein. I have had multiple emergency room visits and was unable to work for 5 months in 2020 due to the symptoms. I am planning to have explant surgery with full capsule removal. Pt: 2095, 2361, 2328, 4577, 2553, 1849. Device: 2993. Ref: mw5187595.